Event description:
The reporter stated the surgeon implanted a 12.5mm (B)(4) implantable collamer lens on (B)(6) 2010, in the pt's right eye. The lens was explanted on (B)(6) 2010, due to refractive surprise. An intraocular (iol) lens was implanted.

Manufacturer narrative:
(B)(4).